Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the instrument was defective. A new one had to be opened. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-apr-2025: nurse clarified that the issue was the bowden cable on all instruments recently sent back.